Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 54 mg/dl at the time of the incident. The customer was having an unresponsive keypad after the hospitalization. The customer was given cookies to treat. The customer experienced symptoms such as feeling weak and unable to walk. The customer was not wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was recently hospitalized due to a stroke hat was probably not diabetes related. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The insulin pump had intermittent button response on the esc, up arrow and down arrow buttons due to flattened dome switches (no crease). During visual inspection, the keypad connector on the lcd/b was found locked properly. No unexpected button error alarm noted. The insulin pump had cracked reservoir tube lip.